Event description:
It was reported that the patient presented in the hospital for lead revision. The patient's right atrial (ra) lead exhibited loss of capture, loss of sensing and was found dislodged via chest x-ray imaging. The patient was symptomatic because the device was not tracking p waves to provide appropriate ventricular pacing (vp) at the appropriate time. The ra lead was explanted and replaced the patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement, failure to capture, and failure to sense. As received, a complete lead was returned in one piece. Visual inspections, x-ray examination and electrical testing found no conductor fractures or internal shorts and found no any other anomalies.